Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue could not be duplicated and the ventilator was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. The ventilator was running on battery operation when the shutdown occurred due to low battery voltage. The ventilator had alarmed with battery alarms generated in expected sequence from first alarm to shutdown. Our conclusion is that the ventilator worked according to specifications and alarmed for the situation. The root cause of this event was a user error.

Event description:
It was reported that during patient treatment, the ventilator shutdown. There was no patient harm. Manufacturer's ref #: (B)(4).